Event description:
It was reported that on (B)(6) 2010, due to positive stress test and unstable angina, the subject underwent the index procedure with the deployment of one drug eluting stent to distal circumflex. Post procedure residual stenosis was 0% with timi iii flow. It was reported that the subject did not receive a peri-procedural loading dose of the thienopyridine medication. On (B)(6) 2010, at the start of the study the subject received the study medication maintenance dose of clopidogrel 75.0 mg. On (B)(6) 2010, the subject was started on aspirin 325.0 mg. On (B)(6) 2010, the subject was discharged from the index hospitalization. On (B)(6) 2011, the subject was randomized to clopidogrel/ placebo, and was administered the first dose of blinded study drug on (B)(6) 2011. On (B)(6) 2012, the subject experienced the event of unstable angina, 619 days following the index procedure. The event was reported with the serious criteria of initial or prolonged hospitalization. Upon presentation, the subject was found with unstable angina. The outcome of the event is recovered/resolved and the subject was discharged on (B)(6) 2012. No additional information was provided.

Event description:
Subsequent information received states, the subject presented with symptoms of a transient ischemic attack (tia) and chest pain. The subject was hospitalized for evaluation of the tia by computed tomography (CT) scan and underwent percutaneous transluminal coronary intervention (ptca) and 2 stents were placed in the circumflex: distal obtuse marginal lesion 80% stenosed and 0% post-stent, and proximal 90% restenosis with 0% post-stenting. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use 9ifu), are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.